Manufacturer narrative:
The customer informed the remote service engineer (rse) that during the first power on of the day, the device alarmed that there was a 35-volt power malfunction. It was determined by the rse that a replacement power management (pm) printed circuit board assembly (pcba) was needed. In a good faith effort (gfe) response from the field service engineer (fse) received on 13jun2023, it was confirmed by the fse that the pm pcba was replaced to resolve the 35v power malfunction. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a 35v power malfunction. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that during the first power on of the day, the device alarmed that there was a 35-volt power malfunction. It was determined by the rse that a replacement power management (pm) printed circuit board assembly (pcba). Completion of the part replacement and device repair is pending onsite service by a field service engineer (fse). This investigation is ongoing.